Manufacturer narrative:
(B)(4). Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient wants the device removed as the skin is very thin around the generator. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Additional information received indicating that the patient underwent explant surgery. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.